Manufacturer narrative:
UDI #: (B)(4). Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. In addition, the fss tested two handpieces used during the event. Both handpieces were found to be within specifications. The fss noted that one of the handpieces had a frayed cable but was within specifications. The fss advised the surgery center to have the handpiece cable repaired. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. The wound required sutures. A brief description from the surgery center indicated there were 2 corneal burns with two different handpieces. No additional information was provided. This is 1 of 2 reports.

Manufacturer narrative:
Additional information was provided by the surgery center: patient age ((B)(4)) was provided and has been entered in this submission. Patient gender (male) was provided and has been entered in this submission. Additional information was provided regarding patient outcome. The outcome provided was for the initially reported 2 patients however, the information was not specific to which patient experienced which outcome. Post op day 1 - one patient experienced blurry vision and the other patient¿s outcome was good. All pertinent information available to abbott medical optics has been submitted.